Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported right side "patient began to feel severe pain in breasts" "desperate at the news of the recall and the fact that the patient was experiencing severe pain, underwent an examination, which revealed changes in the shape of the breasts and hardening of the breasts, confirming the presence of an evolving capsular contracture" "devolving capsular contracture, the patient had a new breast implant that had a high chance of developing cancer." "Patient has been psychologically devastated," "although the implanted prostheses did not develop this pathology, the symptoms justified the explantation, which was done on medical advice. And it would be unreasonable to demand that the patient wait for the results of the studies (still in progress) to confirm or not the increased risk of developing cancer associated with the bia-alcl study, and only then adopt the appropriate measures". "Changes in breast shape and hardening on physical examination." With the patient's history and exams, the presence of capsular contracture with evolution was observed and therefore indicated the replacement of breast implants because they are also referenced in the allergan ¿recall¿" device has been explanted.